Manufacturer narrative:
Patient weight has been requested, but is unknown. The returned part was evaluated. The straight suction tool is bent. It fails verification with an error of 2.2 mm.

Event description:
A hospital staff member reported red/green intermittent tracking with the straight suction initially, and now the suction will not verify at all. The surgeon was able to continue the surgery with navigation and no impact to the patient.